Manufacturer narrative:
Image review: post op x-rays were provided for c5-6 anterior cervical diskectomy and fusion (acdf), c6-7 artifical disc replacement. The initial indications for performing the procedure are unknown. A revision surgery was performed for "chronic neck pain". No construct failure is evident on images provided. No hardware malpositioning or reported complication with the medtronic device has seemingly occured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a surgery, in which the artificial disc was implanted at levels c6-c7. On an unknown date, post-op, allegedly, the patient experienced chronic neck pain. The surgeon suspected lack of bony in growth as reason for patient pain. On (B)(6) 2017, the patient underwent revision surgery, in which the artificial disc was explanted from level c6/7 with osteotome and kocher. At explant, the surgeon required "no effort" to dislodge the implant from the site. The surgeon reported that the implant was well aligned with good placement. Explant of adjacent anterior cervical diskectomy and fusion (acdf) plate screws was performed first with artificial disc removal to follow. The surgeon also removed some osteophytes from around the plate prior to exploring artificial disc. The surgeon observed metallosis in the disc space after removal. The artificial disc was replaced with a product, manufactured by another manufacturer. The patient also underwent anterior cervical diskectomy and fusion (acdf) surgery with iliac crest bone graft at c6/7.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.